Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "metaglene positioner plate 230787003 , central hole wouldn't allow guide pin to fit through - inside possibly damaged by wire. Needs replacing." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that metaglene positioner plate had damaged on the central hole. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the metaglene positioner plate would contribute to the complained device issue. Based on the investigation findings, user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the metaglene positioner plate central hole wouldn't allow guide pin to fit through. Surgery not delayed due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿metaglene positioner plate 230787003 central hole wouldn't allow guide pin to fit through - inside possibly damaged by wire. Needs replacing.¿ the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned metaglene positioner plate revealed that the central hole from the guide pin was stripped and signs of burr were observed all over the diameter wall. Additionally, the device exhibits an overall worn condition consistent with normal and constant usage for around 11 years. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to post manufacturing damage. Additionally, a functional test was not conducted since the reported mating guide pin was not returned for evaluation. However, based on the damage of the central hole it is reasonable that the observed condition prevents the device from assembling with the pin guide as intended. The overall complaint was confirmed as the observed condition of the metaglene positioner plate would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: d4 (primary UDI number) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "metaglene positioner plate 230787003, central hole wouldn't allow guide pin to fit through - inside possibly damaged by wire. Needs replacing." The product was not returned to depuy synthes, however photos were provided for review. See attachment(B)(4). The photo investigation revealed that metaglene positioner plate had damaged on the central hole. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the metaglene positioner plate would contribute to the complained device issue. Based on the investigation findings, user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.